Event description:
It was reported that: "patient has pain that starts along the groin and shoots down to the knee. Ever since her surgery she hasn't been able to walk or bend. She has followed up with her surgeon and x-ray have been taken. She stated that the surgeon told her that everything looks fine from the x-rays but she is still having the same problems."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 623-10-32d, lot # w86ml, description: trident 10 x3 insert 32mm ID. Cat # unk, lot # unk, description: 127 secure-fit max / size 6. Cat # unk, lot # unk, description: c-taper 32mm femoral head / +0mm neck length. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.